Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and assisted the customer with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue arises again.